Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-01197. It was reported the patient has an infection in one of the facial (off-label) octrode leads. Surgical intervention was undertaken and the patient's lead was "cut". Follow-up identified a biopsy indicated a slight infection. The patient was prescribed antibiotics, and reportedly the patient is improving.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-01197. Follow-up identified the patient's lead was cut from the electrodes portion of the lead, but the head of the lead still remains in the patient's body. In addition, the patient's infection has reportedly resolved.

Manufacturer narrative:
(B)(4). Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed found no non-conformances and product met all final packaging/sterilization acceptance criteria prior to release for distribution. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.